Event description:
It was reported that, since implant of the subcutaneous implantable cardioverter defibrillator (s-ICD) system, this patient has been experiencing a persistent cough. A recent computed tomography (CT) scan revealed that the tunneling tool had caused a perforation of the lung, and the electrode was noted in the pleural space. A procedure was performed in order to remove the electrode from the lung and was re-tunneled. A chest drain was inserted as precaution overnight. The electrode remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields: h6: conclusion codes.

Event description:
It was reported that, since implant of the subcutaneous implantable cardioverter defibrillator (s-ICD) system, this patient has been experiencing a persistent cough. A recent computed tomography (CT) scan revealed that the tunneling tool had caused a perforation of the lung, and the electrode was noted in the pleural space. A procedure was performed in order to remove the electrode from the lung and was re-tunneled. A chest drain was inserted as precaution overnight. The electrode remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
This electrode remains in service; therefore, a technical analysis could not be performed. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined the complaint situation was listed in the manual. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Moreover the manual indicates that using the tunneling tool without care could lead to tissue damage or organ perforation. A risk review was completed and confirmed that the event of dislodged or dislocated was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unintended use error caused or contributed to event.

Event description:
It was reported that, since implant of the subcutaneous implantable cardioverter defibrillator (s-ICD) system, this patient has been experiencing a persistent cough. A recent computed tomography (CT) scan revealed that the tunneling tool had caused a perforation of the lung, and the electrode was noted in the pleural space. A procedure was performed in order to remove the electrode from the lung and was re-tunneled. A chest drain was inserted as precaution overnight. The electrode remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields: h6: impact codes.

Event description:
It was reported that, since implant of the subcutaneous implantable cardioverter defibrillator (s-ICD) system, this patient has been experiencing a persistent cough. A recent computed tomography (CT) scan revealed that the tunneling tool had caused a perforation of the lung, and the electrode was noted in the pleural space. A procedure was performed in order to remove the electrode from the lung and was re-tunneled. A chest drain was inserted as precaution overnight. The electrode remains in service. No further adverse patient effects were reported.